Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for melt back with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for melt back was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® boric acid sodium borate/formate c&s urine tube contained moisture and the boric acid additive was discolored.

Manufacturer narrative:
Medical device type is corrected to jsm. PMA / 510(k)# is corrected to k024240.